Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed a routine system check which passed within system specifications and a high sensitivity system check which failed the hsinc52 portion due to bad precision. The fse verified the incubator belt reaction vessel (rv) transfer process was operating as expected and the alignment of the main pipettor to the reaction vessels (rv) was within specifications. The fse calibrated the incubator belt and adjusted the mixer speed from 2550 rpm (revolutions per minute) to 2500 rpm (system specification is 2500 +/-20 rpm). The fse performed a high sensitivity system check which failed the hsinc52 portion again. The fse replaced the aspirate and dispense probes; the high sensitivity system check failed. The fse also changed the three mixer pulleys but the high sensitivity system check failed a third time. The fse returned on (B)(4) 2012 as the customer had concern about reporting troponin I results in a timely manner; the fse completed a major preventive maintenance (pm) on the unit. The fse noted dried wash buffer in one spot of the wash wheel and along the bottom edge of the incubator track over the wash wheel and cleaned all the spots. The fse performed a system check and a high sensitivity system check; both passed within system specifications. A 40-replicate precision test was performed and passed within the assay precision claim. The unit conformed to the manufacturer's published performance specifications. Mixer pulley. The patient sample was stored at room temperature and capped between tests. The initial result was obtained within 45 minutes of collection time. The customer performed the last system check on 1/31/2012, and it was within specifications.

Event description:
The customer reported an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent testing produced a lower result, within the normal reference interval. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer stated quality control (qc) was within specification. The field service engineer (fse) assessed the unit at the facility.